Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while inserting bd insyte¿ autoguard¿ bc shielded IV catheter the blood control feature did not work. There was no report of patient impact. The following information was provided by the initial reporter:. While inserting pt IV utilizing auto guard during gi procedure, internal valve malfunctioned allowing backflow of blood to flow out of hub. This has occurred with several rn's prior and was reported.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while inserting bd insyte¿ autoguard¿ bc shielded IV catheter the blood control feature did not work. There was no report of patient impact. The following information was provided by the initial reporter:. While inserting pt IV utilizing auto guard during gi procedure, internal valve malfunctioned allowing backflow of blood to flow out of hub. This has occurred with several rn's prior and was reported.